Event description:
Complainanat alleged that while attending to a pt (age & gender unk), the device would not power on. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.